Manufacturer narrative:
(B)(4). Analysis of the recharger (B)(4) found evidence of broken connector pins, and that the connector was inverted in the plastic boot.

Manufacturer narrative:
Fdc code now applies to the recharger. Fdc no longer applies. Fdc code still applies to the implantable neurostimulator.

Manufacturer narrative:
Concomitant medical products: product ID 37761, serial# (B)(4), product type recharger. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported the recharger wont charge because of the broken connector pin and therefore they couldnt charge their implantable neurostimulator (ins). This was not an out of box failure. It was further reported that the patient couldnt communicate with the ins with the patient programmer (pp) or recharger. It was stated that there was poor communication on the pp. The patient stated they needed themselves reset and they just needed to be able to use it because its been off for a while. It was noted that they couldnt charge or communicate with the ins for quite a few months. The patient had been in more pain and had been in constant pain. They have had nerve blocks and other things done for the pain. The patient was implanted for post laminectomy pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.